Manufacturer narrative:
Bayer product analysis received and examined the returned syringe kit. Visual examination confirmed the presence of a fully embedded dark colored particulate within the fasturn nut. Our investigation determined that the particle was introduced into the syringe during the injection molding process. Product analysis concluded that, due to the particulate being embedded within the syringe material, the potential of injection into a patient does not exist.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the arterion disposable syringe kit and upon inspection, they saw a foreign body within the syringe tip. The customer elected not to use the tubing. No injury or adverse event was reported.